Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient had revision of the pocket due to discomfort. It was noted that the patient did not recover completely. The implantable neurostimulator (ins) was moved from the buttock to the abdomen and they ended up using extensions to go from the new site to the old site. The old pocket site was where they connected the leads to the extensions. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Per operative report, the patient had irritation at the ins site and the ins was moved from lumbar to abdominal location. No further complications were reported/anticipated.